Event description:
A vsi micro-introducer kit was used during a patient procedure. When the physician pulled back on the wire supplied with the kit during access, the tip of the guidewire separated. A small incision was performed to retrieve the tip of the guidewire. The patient is doing fine.